Event description:
On (B)(6) /2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump was found on the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed rebooting had occurred. Visual inspection revealed no damage to the battery compartment or cap. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap contacts were found to be within specifications. There was no damage found to the power circuit. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.